Manufacturer narrative:
Tw #(B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 05/21/2025. Photographs were provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact jaws or heater wire. An investigation was conducted on 6/3/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed away from the hot jaw at the center of the hot jaw but remained attached at the tip of the hot jaw. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method. An activation and transection capability test was performed over four (4) repetitions using "max life test method. The device did transect tissue four (4) times. No additional testing was conducted due to the condition of the heater wire. Based on the returned condition of the device and no specific failure reported, there were no failure observed. The lot # 3000466298 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported event.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that after completing tunnel dissection, prior to use of the vasoview hemopro 2 for ligation of branches, it was noted that the tip near the jaws did not look fully attached and the tip wiggled when touched. The tool was not used on the patient. A new kit was used to complete the procedure. No patient injury noted. Minimal delay in case to open a new kit.